Event description:
It was reported that post an iliac stenting procedure, a stent fracture was noted. In 2006, an express biliary 6.0mm x 20mm x 75cm stent was implanted in the iliac artery, however, which iliac artery is unknown. Approximately, 18 months following the procedure, the patient presented with pain. The patient underwent angiography which revealed that the express biliary stent had fractured. The patient was taken to the cath lab where another manufacturer's stent was implanted for successful treatment of the fractured stent "with no harm to the patient". The patient's status is reported as "ok". Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the stent remains implanted; therefore, no direct product analysis will be available.